Event description:
In late 2008, epicor ultra cinch #9 cells 8 and 9 during deep ablation didn't work. During surface procedure, cell 5 did not work. Discontinued therapy and opened new epicor ultra cinch, all cells completed at all levels.